Event description:
Customer called regarding a broken belt clip. She also stated that she received a no delivery alarm on her insulin pump. Customer's blood glucose is 408 mg/dl. She stated the insulin pump has a no delivery alarm and she cannot use it. The back clip on the belt clip broke. A replacement belt clip was sent. No other details were provided regarding the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.